Event description:
Additional information received indicates that surgical intervention took place where the patients leads were explanted and replaced. Therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has been experiencing high impedance issues. Surgical intervention may take place at a later date to address the issue. Related manufacturer reference number: 3006705815-2023-02556.